Event description:
The account mgr reported via mail that he was observing a surgery procedure. During this it was noticed that it was difficult to drill into the femoral neck.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report. Associated devices are (B)(4) targeting arm lot unk, 18063003 targeting arm, antegrade lot unk.